Manufacturer narrative:
Additional information: h10: the device was received for evaluation. The device was not sent for downstream occlusion testing, however, evaluation inspected the device and found that the downstream sensor values were low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a downstream occlusion. The cause of the condition was the downstream sensor and downstream tubing guide. The downstream sensor and downstream tubing guide is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a "lower occlusion issue". This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.